Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the analyzer and found dirty ise (ion selective electrode) tubing and imprecision. The fse determined cause of the failure mode was due to tubing and faulty ise buffer valve. The fse replaced the ise tubing and ise buffer valves which resolved the issue. Performed verification testing successfully without further issues. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported generation of false high patient result for ise (ion selective electrolyte) na (sodium), k (potassium) and cl (chloride) on their au480 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.